Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm when no delivery of insulin. Customer blood glucose value was unknown at the time of the incident. Customer also stated that cracks in casing near battery clip area also insulin pump was louder during rewind. The device will not be returned for analysis.